Event description:
In 2003, the reported notified baxter clintec professional service that a patient on the oncology ward, receiving tpn, experienced changes in an EKG. This event occurred on an unknown date in march. Further investigation by baxter product surveillance found that the patient was reported to have a high potassium level (6.3mg/dl) and was treated with insulin, kayexalate, glucose and calcium. The tpn bag was sent to the internal chemistry laboratory of the facility for analysis. The laboratory reported the tpn potassium level was 20% too high. Reportedly, the patient was receiving other unspecified medications. It was reported the patient recovered with no sequelae. Risk management and patient safety for the facility were not able to provide any additional information related to the incident.